Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their pump is blank and nothing comes up on the screen. The customer's blood glucose level at the time of incident was 173mg/dl. Troubleshoot was conducted. The customer was advised that a replacement battery cap would be sent out, and to use recommended alkaline battery. The customer declined the replacement battery cap at this time, and will be getting recommended battery to try. The customer was advised to call back if issues persist in order to troubleshoot.